Event description:
It was reported that during a da vinci-assisted prostatectomy ¿ radical w/ lymphadenectomy surgical procedure, the cable of the large needle driver was broken. The procedure was completed with no patient harm and with no delays. Isi followed up with the initial reporter and obtained the following additional information: the instrument inspected prior to use and there was no damage or anything out of the ordinary. Uro - rpe surgical task was being performed when the issue occurred. The instrument did not collide with any other instrument or tool during the procedure. There were issues related to opening/closing of the grips, left/right (yaw) motion of the grips, up/down (pitch) motion of the wrist. There was cables protruding from the distal end of the instrument. No fragment fell inside of the patient¿s anatomy. The instrument was not available for return to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There was not evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.